Event description:
Customer reported that her blood glucose was bouncing for low to high and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 53 mg/dl at the time of admission. Customer stated that her insulin pump was over and under delivering, was alarming no delivery and low reservoir. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.